Event description:
It was reported that during a procedure of the mildly tortuous, concentric, moderately calcified, de novo, mid to proximal right coronary artery (rca), the balance middleweight (bmw) elite guide wire met resistance with the intravascular ultrasound (ivus), and micro catheter. The devices were removed as a single unit from the anatomy and it was noted that resistance was met during removal. A second bmw elite guide wire was used, but also met resistance while using other devices such as the ivus and micro catheter. After removal of the bmw elite guide wire from the anatomy, it was noted that areas felt on the guide wire had a larger outer diameter than another area towards the tip coils. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide cath: mogul; other: corsair micro catheter. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance and irregular texture (offset coils) were able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.